Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28dec2020.

Event description:
The customer reported the top half of the touchscreen is not responding however the bottom half is responding. There was no patient involvement. The customer spoke with a remote service engineer about touchscreen calibration. The customer performed touchscreen calibration successfully and verified the correct response via the touchscreen diagnostics page. The unit was placed back into service.